Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and was instructed by technical support to check the exhalation corner for kinks or a not flat diaphragm. The fsr found a kink in the flow sensor tubing. The issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has alarmed vent inop (ventilator inoperable). The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite found vent inop error, ifs a/d ref fault and tca a/d ref fault. Replaced gde (gas delivery engine), epm hour limit and flow sensor assembly. Unit passed all performance and safety checks. Returned to customer and cleared for clinical use.

Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of (12/10/2010) and was not subject to UDI requirements.